Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment the device was difficult to remove from the pt's artery. Per the instructions for use the safety release button was depressed; however, the vessel locator wings did not collapse. The device was removed using counter-tension and an assertive pull. The vessel locator wings were open after the device was removed from pt's anatomy. Hemostasis was achieved using manual compression. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.